Event description:
The customer reported error code 90005, battery low message and when plugged to ac with a half charged battery it shows the battery led green where it should be orange. There was no reported pt involvement.

Manufacturer narrative:
(B)(4).